Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, check te pad messages) was isolated to pinched pulse wires at the distribution node (dn) plug, causing ECG ¿c¿ and ¿d¿ cables to be non-functional. The root cause for the pinched wire was excessive force. There was no adverse event that resulted from the damaged belt.